Manufacturer narrative:
Combination product: yes.

Event description:
The patient experienced a persistent increase in threshold accompanied by syncope after surgery. Even after a second surgical adjustment, long pauses, loss of capture, and ventricular tachycardia still occurred. Lead currently remains implanted. Should additional information be received, this file will be updated.